Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-07709, 1627487-2019-07711, 1627487-2019-07714, 1627487-2019-07715. New information received indicates that two of the leads were explanted and replaced on (B)(6) 2019. It is unknown which leads were explanted so all three leads are reported. Adequate stimulation was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2019-07709, 1627487-2019-07711, 1627487-2019-07714, 1627487-2019-07715. It was reported that during device assessment, one of the leads displayed high impedance. Surgical intervention may be pending to address the issue. It is unknown which lead is liable so both leads are reported.